Manufacturer narrative:
The insulin pump has a blank display due to a broken component.

Event description:
The customer's mother called to report a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.